Manufacturer narrative:
Device evaluation summary (via still image): the complaint could not be confirmed from the still images provided. Other than the damage caused during the bailout procedure, the delivery system was unremarkable; there were no apparent device issues observed in the images provided. The root cause of the event could not be determined from the images provided. Film evaluation summary: the cause of the failure of the bare springs to be released from tip capture during implant could not be determined from the pre-implant images and limited films during implant. Pre-implant images confirmed that the patient had a complex spiral dissection extending from the great vessels distally down to the renal arteries. The reported surgical graft was also seen within the arch. The only film returned during implant was a short (7 sec) image without contrast showing deployment of the distal portion of the stent graft. No stent graft issues were observed. The bare springs were seen captured during the video, and no images during attempts to release the bare springs were available for return. The complaint and root cause of the event also could not be determined from the several still photographs of the removed delivery system provided by the site. Other than the damage caused during the bailout procedure, the delivery system was unremarkable; there were no apparent device issues observed in the images provided. It is possible that this was anatomy related; implanting within a complex dissection with a pre-existing surgical graft in the arch.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 250 mm in length type b dissection. It was reported that there were difficulties during the deployment/release of the valiant stent graft freeflo proximal end struts from the tip capture in to the artificial blood vessel in the aortic arch. The physician performed the handle disassembly technique releasing the freeflo proximal end struts. The delivery system was removed from the patient. The valiant stent graft was successfully deployed. Per the physician the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.